Manufacturer narrative:
Investigation: a sample or photo was not available for evaluation; therefore, the investigation was limited. Device history record review ¿ a review of the device history record was completed for batch # 7023647. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) defects or notifications noted for any related defects during the production of these batches. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needles from a bd relion® insulin syringe 1 ml, 31 g x 8 mm broke off in the vial during use. No injury or medical intervention.